Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to erosion. It was said that the patient had not presented complications after implant. However, after radiation therapy the patient experienced cuff erosion. The cuff was explanted and it was said that the patient fully recovered.